Manufacturer narrative:
The subject device was received and evaluated at service repair olympus korea. Device inspection and evaluation found inside of lg (light guide) lens were dirty. The light guide lens were found broken. In addition, service noted that the ccd (charge -coupled device) lens were broken. Screen is not coming out due to damage of ccd unit. Forceps angulation is out of standards due to damage of k-wire. There is crease at the connecting tube and liquid leaks due to scratch of distal end. The gap of u/d (up/down) knob is out of standards due to worn of angle-wire. Angulation in the up direction is out of standards due to worn of angle-wire. The adhesive part of ar (a-rubber)is broken, scope (s-connector) is deformed and el( electrical connector ) is corroded. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, forceps elevator was broken. The issue found at maintenance. There is no patient involvement associated on this event. No user injury reported. Device return evaluation found the inside of lg (light guide) lens were dirty. This report is being submitted for the inside of light guide lens were dirty found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress generated a gap in the distal end allowing foreign material inside the light guide lens. The following is included in the instructions for use (IFU) and may help detect or prevent the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.